Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance was read on a vns pt prior to replacement of the pt's generator due to end of service. F/u with the treating neurologist indicated that an appointment in april yielded the same results of high lead impedance (7/limit/high/yes) and believed it to be related to end of service. A review of the pt's programming history from the manufacturer's database indicated the high led impedance was present since (B) (6) 2006. Good faith attempts to obtain information on the pt's lead resulted unsuccessful to date. At the moment revision surgery is likely.